Event description:
It was reported the device was used during an unknown procedure. It was reported the tlc55 failed to fire after reloaded. This happened with two different instruments. A third one was used to complete the case. There was no consequence to the pt.